Event description:
Customer reportedly received the following results on the compact plus meter within 10 minutes: 325 mg/dl and 120 mg/dl, and later in the day 198 mg/dl and 40 mg/dl. No adverse event reported. No test strips are available for return; replacement was provided.